Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high threshold and was surgically abandoned. The physician opted to replace the lead while the pocket was open during device upgrade. Additional information received indicating that the cause for high threshold cannot be confirmed but no visible damage to the lead was present. It was also noted that the sensing on the lead and the new implanted lead was low, thus, could possibly from patient condition. Moreover, the lead had chronically high output at implant but no significant change on impedance. No additional adverse patients effects were reported.